Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.260105.004.e1. Hardware: pixel 9 pro. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported receiving a ¿sensor not found¿ message while still seeing glucose readings in the sensor application, and requested assistance connecting the sensor to the pod application. During the call, patient reported a blood glucose level above 400 mg/dl. Due to the elevated glucose value and difficulty following instructions, patient was advised to contact a healthcare provider and seek emergency evaluation or obtain glucose test strips. During a subsequent outbound follow-up call, patient reported discontinuing use of both the sensor and pod therapy and transitioning to a different sensor system. Patient stated that an emergency room visit occurred when blood glucose reached 503 mg/dl. Patient confirmed that a pod was worn at the time and that the medical visit was related to this issue. Patient received insulin in the emergency department and was discharged the same day.